Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the silent nite device was broken. Additional information received reported that the break occurred while the patient was sleeping. Specific details on the type of break or where the break occurred were unknown. There was no patient injury and no intervention was required.

Manufacturer narrative:
Correction: upon further review, it was determined that the device reported in medwatch report 3011649314-2023-01540 was not related to a complaint. The actual complaint product was captured in medwatch report 3011649314-2025-01565. Therefore, this supplemental report is being submitted to address the issue, and no further information will be provided for this report.